Event description:
Device malfunction: failure to split - exchange sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during step 2, the exchange sheath would not split. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.